Event description:
On (B)(6) 2010, pt reported the up button on the infusion device was not functioning properly. This was noticed 2 weeks prior as an intermittent issue. It has progressively gotten worse. Pt has used this infusion device for 2 years and boluses approx 5 times per day. When the up/down buttons are pressed, they do not remain flat. Infusion device was not dropped or exposed to water or insulin ingress. Pt switched to backup infusion device. Primary infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.